Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during reoperation for a colorectal bowel resection leak, during that surgery they noticed the initial anastomosis did not hold and the staples did not hold the tissue (could easily be torn apart). Side to side anastomoses was created according the barcelona technique and again the staple line did not hold. Blue selection was used for the sr75 reload. Tissue was resected and a new cartridge was used (sr75) and it worked this time and everything looked fine. Patient is recovering from anastomotic leakage.

Manufacturer narrative:
Product complaint # (B)(4). Outcomes attributed to adverse event additional information was requested and the following was obtained: what were the indications for surgery? Original indication was acute small bowel obstruction. Emergent laparotomy. Stapler resection of a meckel¿s diverticulum. Three days later relaparotomy because of stenosis at the resection site. Stenotic segment of terminal ileum was resected with side-side stapled anastomosis (barcelona technique). Did the patient receive any preoperative chemotherapy or radiation? No. What specific bowel procedure was performed? See above. What color setting was selected on the devices and what was the sequence of the firings? I think blue. What anatomical structures was the device fired on? Terminal ileum. Were other stapling or suturing devices used when creating the anastomosis? No. Was the device difficult to fire? I don¿t think so. Can you please clarify what was meant by, ¿staple line did not hold¿? During second relaparotomy (third surgical procedure) the staple line was insufficient. Minor manipulation resulted in complete dehiscention of the staple line. Can more information be provided on the shape of the staples that did not hold intra-operatively? We did not notice any abnormalities regarding staple shape. Were there any staples that were unformed or malformed in the staple line? If so, can more information be provided on the location (specific rows, proximal, distal, etc.)? Not to our knowledge how many times was the anastomosis recreated in the initial surgical procedure? Two times (barcelona technique). Was a leak test performed? If so, what was the result? No. Not possible with ileo-ileostomy. How was the post-operative leak identified? Clinical signs of anastomotic leakage with strong suggestion on CT. Confirmed during re-re laparotomy. Were malformed staples observed at reoperation? If so, please describe the shape and location. No. How was the leak addressed during the reoperation? Resection of the anastomosis with definitive ileostomy. What is the current status of the patient? Patient is still recovering from the complicated clinical course. He is at home now and doing generally well.. Were both devices discarded? Don¿t know really; they were discarded, only the lot numbers as shared were available.